Manufacturer narrative:
Two pictures were returned showing the lot and expiration date blown up into two images. Also received one used list #140099291 primary plum set. As received the incoming tubing of the y-clave was observed to be separated from the y-clave. Inspection under uv light showed sufficient solvent application. Both tube and y-clave met dimensional specifications. The complaint of separation can be confirmed. The probable cause is unknown. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 11/4/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm. One of the lines from the orange giving set reportedly came off the port during patient treatment, however, there was no medication involved. The product was stored in stock rooms in boxes in which they were sent to them. There was no harm to the patient.